Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) evaluated the device and confirmed the ECG bias issue. The device needs a processor pca. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device meets the specification for the performed service and is returned to use.

Event description:
It was reported to philips that the device had an ECG bias issue. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.